Manufacturer narrative:
The product has been returned and analysis is in progress. Upon completion of analysis, a supplemental report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 5 years and 5 months post implant of this bioprosthetic valved conduit, a transcatheter pulmonary bioprosthetic valve (tpbv) was implanted valve-in-valve. The reason for the replacement was not reported. Eight years post implant of the tpbv, both valves were explanted due to endocarditis. Pre-explant echocardiogram showed stenosis and regurgitation with an elevated gradient. No additional adverse patient effects were reported. Strep viridans was cultured.

Manufacturer narrative:
Medtronic received additional information that this bioprosthetic valved conduit, was replaced 5 years and 5 months post implant due to stenosis and mild pulmonary insufficiency. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Upon receipt at medtronic¿s quality laboratory, visual examination revealed a 3 cm section of the conduit was received with a black suture attached to the ring. The transcatheter pulmonary bioprosthetic valve (tpbv) was inside the hancock conduit. Therefore, the tissue condition of the conduit could not be assessed. Only two tpbv leaflets were observed. The leaflets were thickened but flexible. The condition of the commissures could not be determined. Pannus lined the inside lumen extending to the inflow and outflow crowns of both devices fusing the them together. Blue monofilament suture was attached to the inflow. No visible vegetation or thrombotic host tissue was observed. Radiography revealed no stent fractures and no calcification in the leaflets of both devices. Pannus would be the common cause for immobile leaflet. However, based on the condition of the returned hancock conduit device, a root cause of the regurgitation / stenosis cannot be determined. If information is provided in the future, a supplemental report will be issued.